Event description:
It was reported that a user experienced keypad and touchscreen sensitivity issues on an ilet pump, including an unresponsive ¿7¿ key that prevented entry of a dexcom g7 pairing code, along with cgm readings visible in the dexcom app but not on the ilet, suggesting a connectivity issue; a video confirmed the keypad problem and a replacement pump was provided. Symptoms included device malfunction with no reported adverse clinical effects and no changes in blood glucose control. Outcomes included replacement of the pump and user guidance to continue cgm monitoring on the phone or receiver until setup of the replacement. Investigation included remote troubleshooting, device setting toggles, review of user-supplied video, and confirmation of keypad/touchscreen failure. Investigation of this device revealed powers on when charged. The complaint states that the number keypad is not operating as it should, especially number 7. The number keypad was tested several times with no issues.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.